Event description:
A discordant low immulite 2000 ipth (pth) result was obtained for one (1) patient sample. The laboratory questioned the result since it was high and they repeated the same sample receiving a discordantly low result. The following day the sample was again re-tested and the results were reported to the physician. The discordant low ipth result was not reported to the physician. Patient treatment was not altered or prescribed. There was no report of adverse health consequences due to the discordant ipth results.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site for instrument evaluation. Analysis of the instrument and the instrument data indicate that the cause for the discordant ipth results is unknown. The instrument is performing within specifications. No further evaluation of the device is required.